Event description:
Friend of a female, reported infusion device display was missing segments. She continued to use the device and inadvertently administered a bolus of undertermined amount causing her blood glucose level to drop to 40 mg/dl. Pt felt shaky as a result. Her normal blood glucose level is 110 mg/dl. Pt drank juice to address the issue. Friend stated that pt had been having display issues since 2006. Friend replaced power pack, but the display continued not to function properly. Pt switched to injection therapy. The pt was able to address the issue without requiring medical assistance from a healthcare professional or second party. Product was requested to be returned for evaluation.